Event description:
Explanted lead and generator were received for analysis. Product analysis for the explanted lead was completed and reviewed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Product analysis for the explanted generator was completed and reviewed. The generator was returned due to prophylactic replacement. The product analysis lab confirmed that the generator was at normal ifi=no. There were no performance of any other type of adverse events found with the pulse generator. The generator worksheet was received and there were no issues observed. Generator and lead design history records were reviewed. The generator and lead passed all specifications.

Event description:
Initial report was that the patient was referred for lead revision due to high impedance. The explanted device has not been received for analysis to date. Further information was received that the patient underwent lead replacement. No other relevant information has been received to date.